Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed multiple, random error codes. In addition, the programmer had turned off during a device check. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to replicate the customer experience of multiple, random codes displayed however the error logs confirm system errors recently occurred and therefore the link electronic module (lem) connection to the microprocessing unit was checked and the nylon standoff was replaced as a preventive measure. The lem board was reseated and the hard drive reconfigured as well as reloading and updating the software. Analysis was not able to confirm the customer comment that the programmer turned off during a device check but the power supply was replaced as a preventive measure. The fan was also replaced due to noted noise when powered. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.